Event description:
It was reported that the device was explanted due to normal battery depletion indicators. The device subsequently tested out of specification during mfgr's analysis. No patient complications have been reported as a result of this event.